Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with zoll manufacturing corporation's recommendations. The electrode belt ECG and pulse delivery functionality was fully functional during the distributor evaluation. There is no indication of any device malfunction contributing to the patient's reported scarring.

Event description:
A us distributor reported that the patient had developed a burning irritation under the lifevest. The irritation was under the electrode belt distribution node. The patient reportedly has some scarring underneath the distribution node. It is unknown if the lifevest caused the reported scarring. There is no indication that the patient sought medical attention.